Manufacturer narrative:
Pump was received with motor error alarm during the basic occlusion test and compromised force sensor system alarm during prime test due to moisture damage faulty force sensor system. Motor passed motor test. Pump was received with cracked battery tube threads, broken reservoir tube lip, minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.